Event description:
It was reported that during the tka procedure guided by the device, the performed femoral cuts were in varus instead of the expected valgus and the tibial cut was in valgus instead of the expected varus. As a result, a delay of approximately 30 minutes occurred. No other injury or significant blood loss was reported.

Manufacturer narrative:
A review of the internal documentation and the device did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. The product was not yet returned. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.